Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h6, and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: e209 error (internal buffer abnormality). It is assumed that the defective of temporary electrical connection or damage for part of internal buffer data because e209 error was not found in repair report. E402 error (df unconnected). It is assumed that the cable misconnection to the endoscope image file system or misconfiguration for the user setup.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) department performed troubleshooting with the user facility pertaining to the reported observed errors. Tac instructed the user facility to do the following steps: perform reset on cv-190. Save user and system settings onto portable memory. Do not interrupt the reset. Once completed will need to load user and system settings. Power cv-190 off/on, the customer was also, instructed to return the device if an e209 error was observed upon powering on the cv-190. If no error is observed, connect a scope and release images. The device was returned for evaluation. A visual inspection performed on the returned device noted normal wear on the device housing. A functionality test was performed and noted old software version. The e209 error was confirmed during evaluation.

Event description:
The user facility reported that the users were observing e209 internal buffer and an e402 df not connected errors while using the device. Also, the users are unable to view the saved images menu, as an a14 internal buffer not inserted error appears. There was no report of patient involvement.